Manufacturer narrative:
On (B)(6) 2016, fse was dispatched and found that the 3-way wash valve is inoperative. The valve was replaced valve and the aia-2000 was functioning as intended. Customer performed daily start and ran quality controls (qc) and all were within range. The probable cause of the event, was the 3 way wash valve. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
On (B)(6) 2016, a customer reported on the aia-2000la, a bf probe 1 purge failure. A field service engineer (fse) was dispatched to address the reported event. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.